Event description:
On 1/7/2024, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak sutures did not move when the surgeon when to test shuttle the passing suture. The case was completed by implanting an additional ar-3636 knotless 1.8 fibertak. This was discovered during a labral repair procedure on (B)(6) 2025. The case was not delayed. Additional information received on 1/20/2025: the sutures were cut, and the anchor remained in the patient. Nothing broke off. Additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or improper surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.